Event description:
The service report shows that during an inspection of the device prior to repairs, the nellcor puritan bennett customer support engineer (cse) found the audio alarm to be inoperative. The customer support engineer inspected the device and replaced the interface "pcba." The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.